Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator had an oxygen (o2) sensor issue. Although requested, it is unknown if the patient was connected to the ventilator at the time of the reported event. The service engineer (se) inspected the device and replaced the o2 sensor. The se performed calibrations and extended self-testing on the device and all tests passed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no patient involvement at the time of the reported event.